Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The analyst noted that the helix could be extend and retract, and turns within specification. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the helix of the pacing lead would not extend for the implantation procedure. The pacing lead was discarded and a different pacing lead was implanted. No patient complications have been reported as a result of this event.